Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the pump needed replacement and was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption.